Event description:
--

Manufacturer narrative:
The device was put through and passed automated diagnostic testing which verified therapy availability. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values and the device's life cell capacity was less than expected. Additional laboratory testing and analysis is pending.